Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient injected in the lip with juvéderm vista volbella xc and in the forehead with juvéderm vista voluma xc and experienced late-onset allergies happened lately. After more than a year, "it began to swell". Treatments included were antibiotics and steroids and it recovered in about 3 days. The cause cannot be identified, but it is thought to be a delayed allergy to hyaluronic acid. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm vista voluma xc.